Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having a return of symptoms and she didn't know if the device was working because she used to go 3-4 hours without having to go to the bathroom but now she was going every 1 1/2 to 2 hours. The patient also stated that she was having diarrhea all the time. The patient noted that the end of the patient's tailbone was killing the patient. The patient clarified that she was feeling the stimulation in the tailbone which was terrible. The patient mentioned that she sits sideways because she couldn't feel stimulation being terrible as much and there was no pressure on the patient's tailbone. It was also reported that the patient felt dizzy and was feeling stimulation in the patient's head. The patient indicated that someone told her to remove the patient programmer (pp) batteries when the patient was not using the pp and she wanted to know if that was the right thing to do. The patient stated that she increased stimulation from 0.9 to 1.0 and 1.2. Troubleshooting attempts were made and stimulation was on and set to program 1 at 1.2. The patient wanted to try a different program so she switched to program 2 at 0.0. The patient increased to 0.6 and felt stimulation at a comfortable level. The patient confirmed she didn't feel stimulation in her tailbone any longer and felt stimulation on the side. The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.